Event description:
The surgeon was using a indigo-p injector, a ftp indigo foam tip plunger and a sfc-25 fp cartridge with a competitor's lens and the haptic tore off completely and was left in the injector. The surgeon enlarged the original incision slightly to remove the lens, suture used to close the wound is unk. Surgery was completed with another lens. Pt's postoperative bcva was 20/40 1.50, cornea cloudy pt's current prognosis is good.